Event description:
It was reported that the no urine flow after insertion and another foley catheter was inserted, and urine flow was confirmed.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital, (B)(6) hospital (B)(6). Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the no urine flow after insertion and another foley catheter was inserted, and urine flow was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 meter drainage bag with an inlet tube, sample port connector, catheter, tes and syringe. Verified material number 119314 and manufacturing lot number ngjw2601. Five photos were received for evaluation. The first photo was a top view of the three way catheter, drain bag, and return syringe. The second photo was a tope view of just the three way catheter. The third photo was a zoomed in view of the trifurcation site where the blockage site was visible. The fourth photo was of the inflation valve confirming the batch # ngjw2601. The fifth photo was of drain bag date code 1414j. This is out of specification per ip7601841, revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The complete initial reporter facility name is (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the no urine flow after insertion and another foley catheter was inserted, and urine flow was confirmed.